Manufacturer narrative:
The device history record (DHR) review was completed and revealed no findings that could have directly contributed to the current complaint. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an incorrect flow rate. The problem was found out during software upgrade. The solution sodium chloride was being used at that time. There was no patient involvement. No additional information is available.